Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter was inserted into the sheath to draw backflow and remove air and air continued to be released. There was resistance when retracting the balloon catheter. The balloon catheter was inflated outside of the body and a system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. The continue button was pressed once without resolution. Blood was then seen being drawn into the coaxial umbilical cable. The balloon catheter coaxial umbilical cable were replaced which resolved the issues. During replacement, the introducer was removed from mapping catheter. The mapping catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter of lot number 20545 and data files containing four images were received for analysis. The first image showed a balloon catheter with presence of blood inside the balloon and coaxial connector, lot and serial number are not visible. The second image showed presence of blood inside a coaxial umbilical cable. The third image showed blood inside coaxial umbilical cable connector and the fourth image showed a mapping catheter with the introducer removed. External visual inspection of the balloon segment showed blood/fluid inside the balloon. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 3 applications on the reported event date. During functional testing, the console terminated the application and triggered system notice #50005 indicating that the safety system detected fluid in the catheter and stopped the injection. Pressure testing and inspection of subcomponents of the balloon, handle, and shaft segments was carried out. During pressure testing of the balloon segment, a double-balloon breach condition was identified. Dissection did not show any signs of lifted thermocouple wires or leak detection wires that could have caused the breach. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 0.8 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In co nclusion, visible blood was shown in the images provided. The balloon catheter failed the return product inspection due to a double balloon breach and a kink/twist on the guidewire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.